Event description:
On 10/04/2006, nellcor received a report where it was claimed that in a two week period, the facility experienced four occurrences of "cuff leaks" on the device while in use on patients. The caller reported that the cuffs leaked after insertion into patients and replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress. The caller reported that the samples were discarded therefore, not available for evaluation.